Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00134. It was reported that when the patient presented in clinic not feeling well, right ventricular loss of capture due to high thresholds was observed as well as loss of capture due to left ventricular lead dislodgement. Programming changes were made to address the loss of capture. The physician elected to reposition the right ventricular lead (B)(6) 2020 and explanted and replaced the left ventricular lead because the original was unable to be advanced into position into the lateral coronary vein. The patient was stable following.